Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
It was reported that there was a sensing integrity warning. It was also reported that the right ventricular (rv) lead had a high short interval counts (sic), t-wave oversensing (twos), far field r-wave (ffrw) oversensing and decreased r-waves. It was also noted that all of the sensing issues were noted after the patient underwent a coronary artery bypass graft procedure. The rv lead remains in use. It was later reported that the rv lead was reprogrammed to decrease rv sensing. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a sensing integrity warning. It was also reported that the right ventricular (rv) lead had a high short interval counts (sic), t-wave oversensing (twos), far field r-wave (ffrw) oversensing and decreased r-waves. It was also noted that all of the sensing issues were noted after the patient underwent a coronary artery bypass graft procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was later reported that the rv lead was capped and replaced prophylactically.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.